Manufacturer narrative:
Co is filing a distributor report based upon info provided by the user facility. Correspondence should be sent to distributor: corporate complaint coordinator. The MFR has been notified of the reported complaint. The product was not returned for investigation.

Event description:
Information was received from technical services on 7/17/2007. The physician called to report an incident had occurred at the user facility. A medwatch form 3500 was submitted on the following day responding to the endura recall. The incident occurred in 2006. The lot number provided was missing one digit. Lot geneology indicated the user facility ordered the product lot number 040405nra. The medwatch from indicates the patient developed a post op wound infection twice since the operation to treat for syringomyelia. Infections were cultured on the same day and staphylococcus aureus was identified. Unknown if infection related to graft. Endura was never removed. The patient was treated with antibiotics and is seen as an outpatient. The medwatch report was received on 7/18/2007 stating patient received endura graft, post op wound infection. Unknown if related to graft, staph aureus. Patient was treated for syringomyelia on the date of incident.